Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wasn¿t ¿able to get their device turned on¿ and stated that they charged it a week and a half ago and then again last night. The patient stated that the rep thought the ¿paddle was bad, so they used the extra one they had, but that didn¿t work¿ and the manufacturer representative (rep) then told them to call patient services. The patient stated that they had a spare antenna. The patient stated that the reason for their call was due to their ins depleting too fast. They stated that they would charge their device at night and then by the next few days it would be depleted. The patient stated that this started happening ¿pretty consistently for the last month or so¿ and they confirmed it was last year sometime (2017). During the call, the patient was able to see coupling boxes and determined the equipment was working, and the issue was that their ins was depleting too fast. The patient had not recently been reprogrammed or switched to a new group and they also had not recently had the need to increase their parameters. The patient did not have a previous overdischarge event. They stated that this whole past year their settings were fine a nd that they haven¿t¿ been going through the battery as it had lately. They confirmed they did not have any traumas or falls and they didn¿t think they had made significant changes to their stimulation that could have affected the battery life that much. The patient stated that they ¿didn¿t use their device nearly as much as they used to as they were relying on a lot of pain medications instead of the device¿. The patient asked if they hadn¿t charged their ins in a few weeks if that could be the cause of the ins depleting to fast. It was reported, from what the patient had described it didn¿t appear they were overdischarged as they didn¿t have to do a reset and they were able to connect with their recharger and charge their implant. They were redirected to follow-up with their healthcare provider (hcp) for further investigation. The patient indicated that they charged their ins to 100 percent full. Additional information was received from the manufacturing representative and the patient on 2018-02-02, reporting that they were having to recharge their device too often as the patient stated it would drain overnight. Technical services did recharge interval calculations and checked the rr codes. The recharge interval showed four to five days and the rr codes showed the patient went five days between charges. It was reported that the patient was confused on what the upper limit icon meant, and they thought it meant the ins was not charged. The rep reviewed the meaning of the programmer upper limit icon. No further complications were reported/anticipated.